Event description:
Nursing home staff removed 15 ml water from foley urinary catheter balloon then tried unsuccessfully to remove the catheter from the pt. Nursing home staff brought the pt to the medical ctr ER. ER tech removed another 15 ml water from the catheter balloon and removed the catheter from the pt.